Event description:
Additional information received reported that there were no health hazards to the patient and that they recovered. Following the re placement surgery it was reported that the patient received therapeutic effect from the new implantable neurostimulator (ins) system.

Event description:
It was reported that the patient experienced a lack of stimulation. Impedance testing was reported to have shown "high impedance." Radiography testing results stated that a "fracture couldn't be identified." X-ray fluoroscopy results stated that a "fracture couldn't be identified." It was reported that the patient's battery was replaced due to being "close to the battery replacement date." It was reported that the battery, lead, and adapter were successfully replaced. During the replacement, lead impedance values were attained twice. The first impedance test returned values "over 15,000 ohms" and the second test returned values over 30,000 ohms. It was noted that impedance values that were attained "before closing the surgical wound showed normal values." It was also noted that the impedance values were "appropriate" after the operation.

Manufacturer narrative:
Product ID: 748251, product type: extension. Product ID: 3487a-33, lot# v013707, product type: lead. Product ID: 3487a-33, lot# v014317, product type: lead. (B)(4).

Manufacturer narrative:
Product ID 3487a-33, lot# v013707, implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type: lead. Product ID: 3487a-33, lot# v014317, implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type: extension. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type: extension. Analysis of the neurostimulator model 7427v serial (B)(4) showed no significant anomalies. Analysis of lead model 3487a-33 serial (B)(4) showed that there were broken conductors (#0, 1, and 3) located 22 cm measured from the distal end (lead anchor site). Functional testing showed that there was an open circuit observed. There were no short circuits seen. The outer insulation on the lead was intact. Analysis of lead model 3487a-33 serial (B)(4) showed that there were broken conductors (#1, 2, and 3) located 15.1 cm measured from the distal end (lead anchor site). Functional testing showed that there was an open circuit observed. There were no short circuits seen. The outer insulation on the lead was intact. Analysis of extensions, models #748251, serials # (B)(4) showed no anomalies.

Manufacturer narrative:
(B)(4).